Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clips malformed and therefore could not be placed around the cystic duct. Another instrument was used to complete the case. There was no consequence to the pt.